Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance and near vision. Clinical reason was mentioned as residual prescriptions following initial surgery. The iol was exchanged for another lens model following the initial implant procedure. No patient harm was reported. Additional information was reported.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The lens was returned adhered to the lens case component of the non-company replacement lens. Viscoelastic and blood were dried on the lens. The optic was cut into pieces, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The explanted lens was returned cut into pieces, typical of an insertion and removal. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the multifocal lens diopter add power +2.2/+3.2 diopter lens was removed and replaced with a non-company monofocal lens 18.0 diopter. This information that a multifocal lens was exchanged for a monofocal lens may suggest that the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.4. The lens was returned adhered to the lens case component of the non-company replacement lens. Viscoelastic and blood were dried on the lens. The optic was cut into pieces, typical of an insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The explanted lens was returned cut into pieces, typical of an insertion and removal. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the multifocal lens diopter add power +2.2/+3.2 diopter lens was removed and replaced with a non-company monofocal lens 18.0 diopter. This information that a multifocal lens was exchanged for a monofocal lens may suggest that the replacement lens was an improved selection for this patient's vision needs. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4).